Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Event description:
The facility reported an infuso.r. Pump with "syringe block is broken". This event occurred during programming/setup in the "anesthesia" department. There was no patient involvement, patient/user injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). The customer reported condition of "syringe block is broken was confirmed during device evaluation. The pusher block stuck in one position and broken. No repairs were performed for the reported condition because the device was removed from service. A device history review was performed, finding that no exceptions were noted during the manufacturing of this device.